Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right posterior tibial artery (pta) utilizing anterograde approach. The 100% stenosed, chronic totally occluded target lesion was located in the moderately calcified and moderately tortuous (pta). After a non bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the catheter would not inflate due to the solidified contrast in the lumen. The device was soaked in a warm water bath to loosen the solidified contrast for a week. The device was again attached to an inflation device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 2cm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerband that could have contributed to the damage. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right posterior tibial artery (pta) utilizing anterograde approach. The 100% stenosed, chronic totally occluded target lesion was located in the moderately calcified and moderately tortuous (pta). After a non bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilatation. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status good.